Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 4 previously reported events are included in this follow-up record. Product return status 4 devices were received. Event confirmation status 4 reported events were confirmed. Evaluation results 2 devices were found to be affected by a missing retaining clip. 2 devices were found to be affected by a detached locking lever.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a component detach. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 2 devices were received. 2 device investigation type has not yet been determined. Event confirmation status: 2 reported events were confirmed. Evaluation results: 2 devices were found to be affected by a missing component. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a component detach. 4 events had no patient involvement; no patient impact.